Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 110 mg/dl, 170 mg/dl, 300's mg/dl, 120 mg/dl, 104 mg/dl, 390 mg/dl, 429 mg/dl, 105 mg/dl, 80 mg/dl, 59 mg/dl, 62 mg/dl and 64 mg/dl. The customer treated low blood glucose level with bolus. The customer did not mention any symptom related to high blood glucose level. The customer reported that the insulin pump was getting suspended. The customer reported that the they could not use the bolus wizard. The customer reported that the insulin pump passed the self test. The insulin pump and sensor will not be returned for analysis.